Event description:
It was reported that, "when the surgeon was hitting a humeral head by using the humeral head impactor, the plastic broke."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.